Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 2. The programmed fill volume was 2000ml and the total drain volume was 3367ml. This drain volume meets baxter's iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed the homechoice rite functional and electrical tests. The device was determined to meet functional specifications related to the increased intra-peritoneal volume (iipv) identified in the device log. The cause of the iipv was determined to be due to insufficient drain- initial drain alarm setting inappropriately programmed. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Product surveillance followed up (B)(4) 2011 with the peritoneal dialysis (pd) nurse to provide the results of the device evaluation. The nurse reported that on (B)(6) 2010, the patient discontinued pd therapy. The nurse did not know why the patient discontinued her pd therapy. On (B)(6) 2010 the patient had passed away at her home. The nurse reported the cause of death as "natural causes."

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.